Event description:
Allegedly, eprd reported 3 new complications for evolution® tibial inserts re-revision (2 instabilities and 1 aseptic loosening). No further information was reported. This incident is capturing 2 instabilities.